Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, while attempting to advance the ace60 into a neuron max 6f 088 long sheath (neuron max), the hospital staff experienced resistance and was unable to advance the ace60 into the neuron max; therefore the ace60 was removed. It was then found that the tip of the ace60 had become kinked as it was advanced; therefore the ace60 was not reused, and the procedure was completed using a new ace60 and the same neuron max. There was no report of an adverse effect to the patient.